Event description:
Based on info reported by the pt: ni/ni/2007, the pt underwent open repair of five hernias in the same generalized area with composix kugel mesh. On ni/ni/2011, began having intermittent pain around umbilicus.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the alleged event. The pt reportedly developed pain four years after implant. However, no specific device failure has been alleged. Additionally, no medical records have been provided and the mesh remains implanted, so no device eval could be performed. A mfg review did not reveal evidence of mfg related cause for the alleged event. Without add'l info, no conclusion can be drawn.